Event description:
Pacemaker manufacturer's report, states the lead was repositioned. Dr. (B)(6). Event date (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).